Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluated this unit. The fse replace the power board management and performed all functional and safety test to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries cannot be charged and the customer cannot used for transport. This event occurred while the customer was testing the iabp. There was no patient involvement and no adverse event was reported.